Event description:
The report received from japan stating that the device was "heating". The device was not being used in surgery. There was no reported pt or user injuries. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.